Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that approximately two weeks after a generator change, the right ventricular (rv) lead exhibited high thresholds, high impedance, oversensing, and occasional noise. The physician suspected the issues were being caused by the newly implanted implantable cardioverter defibrillator (ICD) device header or a possible lead fracture. While explanting the rv lead, the physician noticed a possible infection and the entire device system was explanted and replaced on the patient's right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the setscrew marks on the connector pin were too proximal. It was also noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling /stretching/overstress and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.